Event description:
It was reported that the patient experienced seven events in which infusion set was accidentally pulled out during use, due to tubing catching on something or pump falling. Of these, five events occurred in march 2026, and two events occurred on (B)(6) 2026 and (B)(6) 2026. In all instances, the patient replaced the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
Initial 2 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.